Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Check clutch alarms were observed in the event history log; however, testing was unable to duplicate the reported issue. Visual inspection revealed the cartridge washer and lead screw were loose. The cartridge washer and lead screw were readjusted. After repair and recalibration the device was found to pass all delivery, accuracy, and functional tests.